Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there were difficulties tightening the spine clamp onto the spinous process. There was no reported impact on patient outcome.